Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-06158. It was reported one of the patient's leads was found to possibly be damaged and to have migrated during surgical intervention for an issue reported under MFR. Report#: 3008829311-2017-01038. During the procedure, high impedance was also found. Coverage was restored post-op via reprogramming with the patient's other lead. The physician decided to explant and replace both of the patient's leads on a later date. Surgical intervention addressed the patient's issue.